Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: one used device was received for evaluation. The visual inspection found the middle handle member had separated from the handle. The root cause of the observed condition was determined to be a result of the inner handle member missing adhesive. This issue has been brought to the attention of the appropriate manufacturing personnel and an action has been initiated in order to prevent this condition from recurring. Should we receive additional information a supplemental will be filed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the customer has a defective needle. Account manager stated that during the use of the needle, the handle became separated from the shaft portion of the device while attempting to actuate the needle. Another needle was used without any issues.